Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that undersensing of ventricular tachycardia (vt) was observed on the right ventricular (rv) lead as r-waves were decreasing in size near the end of the episode. Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.